Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The evaluator could not evaluate for the reported symptom due to fluid intrusion. A review of the event history log identified downstream occlusion alarms however it cannot be determined if the alarms were true or false. The device was found unserviceable due to the fluid intrusion. Should additional relevant information become available, a supplemental report will be submitted.